Event description:
It was reported that approximately 3 years post implantation of 2 xience v stents in the mid left anterior descending artery (mlad), the patient experienced severe left ventricular systolic dysfunction and cardiomyopathy with ischemia. The patient was treated with medication. On (B)(6) 2011, the patient was hospitalized with chest pain and was diagnosed with a non st elevation myocardial infarction. On (B)(6) 2011, enzymes were elevated. On (B)(6) 2011, drug eluting stents were implanted in the distal to mid lad and 1st diagonal arteries, resolving the event. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, myocardial infarction, and ischemia are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience v stent, is being filed under a separate manufacturing report number.